Manufacturer narrative:
Of the 5 allegations of a malfunction, 20 pumps were returned to animas and investigated. Of the investigated pumps, none were found to be malfunctioning . During investigation for unrelated complaints, there were 2 additional failures found. This report is processed under the voluntary malfunction summary reporting program. .

Event description:
This report summarizes <noe> 5</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a load step malfunction issue. These reports were received from various sources. The patients associated with this allegation ranged from 8-77 years of age and between 0 and 192 pounds. Of the reported patients, 2 were male, 3 were female, and 0 were unknown.